Event description:
It was reported that patient experienced ¿constant, sharp pains¿ in her pelvic/hip area that occurred every 2-3 minutes. The issue began last night. The patient denied and falls or trauma associated with the event. It was also stated that the programmer screen was blank. The patient was to buy new batteries and call back. The patient was unable to get to her other doctor¿s appointment because she was in severe pain. It was reported the same day that the patient experienced painful tingling sensation in her pelvic area, starting the night before the report. The patient called her doctor and was waiting to hear back. The patient put new batteries in her programmer and wanted to turn stimulation down. The patient decreased stimulation from 1.2 to 1.1 volts and thought it was still ¿shocking just a little bit.¿ the patient was then instructed to decrease stimulation to 0.9 volts.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va044he, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).